Event description:
It was reported that one day post implant, the patient complained of thoracic pain. The lead had dislodged and the patient had a pericardial effusion for which drainage was performed. The lead was explanted and rep laced.

Manufacturer narrative:
No medwatch form was received.